Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for high blood glucose and diabetic ketoacidosis. At one point the patient's blood glucose exceeded 600 mg/dl, so the customer took a manual insulin injection and went to the ER. The patient's blood glucose at the time of admission was 498 mg/dl. The customer's insulin pump had been alarming no delivery, and at the hospital he was treated with insulin drip and fluid drip. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The customer declined to check for leaks or air bubbles or other site related issues. A high pressure test was performed and the device successfully alarmed no delivery. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.